Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. The field service engineer found leaking/ dripping from a cell rinse nozzle and a kink in the tubing to acid wash. He replaced the wash and vacuum tubing and cleared the nozzle. He ran mechanism checks and checked the gear pump pressure, probe washes, and alignments which were all acceptable. Quality control was performed and passed. The customer was using third-party sample cups that were causing intermittent sample probe crashes. They have since stopped using these sample cups. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable creatinine results from the cobas 4000 c311 system. The initial result was 1435 umol/l and the repeat result was 82 umol/l. No information was provided to determine if the questionable result was reported outside of the laboratory.